Event description:
Son-in-law reported customer's death. Customer had stage 4 cancer, in a lot of pain and stopped taking insulin, went into coma and passed away three days later. Cause of death was diabetes ketoacidosis. Customer was not wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.